Manufacturer narrative:
(B)(4). Approximate date of event: (B)(6) 2014. As the sample was not returned, a complete device analysis cannot be performed. A batch review of the potentially associated lot numbers will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 it was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The patient was hospitalized for the event on an unknown date and treated with unknown ip antibiotics. The cause of peritonitis was unknown. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j11051, h13k06125 and h13l04029 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.